Event description:
Huntleight healthcare was informed that a pt's pressure ulcer had deteriorated with a change in mental status noted, requiring hospitalization and surgical debridement. Pt subsequently expired during the hospitalization. The pt had been on the alpha active mattress replacement system for four months showing consistent improvement while the system was on operation.